Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2013. Access was obtained at the right groin. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The patient was ambulated and discharged to home the same day with no clinical sequela noted. No bleeding or hematoma was noted post catheterization. On (B)(6) 2013, the patient presented to the emergency room with pain and bruising at the access site. The patient was diagnosed with a 3.5cm right groin pseudoaneurysm. The patient received a thrombin injection and was sent home the same day with no further complications noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.